Event description:
It was reported that a lead safety switch (lss) occurred on this pacemaker and right ventricular (rv) lead due to high out-of-range pacing impedance of greater than 2,000 ohms on the rv lead. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation. Ts also provided some reprogramming options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. This lead was returned severed, however all conductors were intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a lead safety switch (lss) occurred on this pacemaker and right ventricular (rv) lead due to high out-of-range pacing impedance of greater than 2,000 ohms on the rv lead. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation. Ts also provided some reprogramming options. This was subsequently explanted and replaced. No additional adverse patient effects were reported.